Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a burning smell. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. In the biomed shop, the device was checked and visually inspected, and there was no trace of burning or smoke smell. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.